Manufacturer narrative:
This report is submitted for correction. Upon review, it was found that the MFR report number /patient identifier/(B)(6) was submitted in error as it is a duplicate of MFR report number 3002808148-2023-11732/patient identifier/ (B)(6).

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to wear and tear damage and mishandling and with increasing use or time. Additional evaluation findings: upward/downward angulation control knob cannot be locked securely due to wear of lock engagement lever; suction cylinder was deformed; there was a gap between acoustic lens and ultrasound probe; adhesive around light guide lens was peeled; adhesive on bending section cover had a discolored area; connecting tube had a scratch; bending angle in up direction does not meet the standard value due to wear of angle wire; universal cord was deformed; a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a red valve that can no longer be attached; there seems to be something internally that was out of order. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: of a large part of the glue was missing at the ultrasound probe and such a large scratch can have a negative impact on endoscope reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Related patient identifier: (B)(6) to capture the other unspecified occurrence.